Event description:
It was reported that a pump powered off by itself while infusing eptifibatide to a patient.

Manufacturer narrative:
(B)(4). Review of the device history log indicates that the pump was powered off by user input following the occurrence of a system error 322 (low link switch). Through further engineering investigation, the system error 322 was reproduced by introducing and intermittent connection in the upper and lower hook switches. The intermittent nature of the failure has prevented absolute confirmation, however, the most likely cause is inadequate spacing between the hook switch and the door hook.